Manufacturer narrative:
Intuitive followed up and obtained additional information. The instrument was inspected prior to use. There was damage out of the ordinary. There was no instrument collision. No fragment fell inside the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the monopolar curved scissors instrument had a broken black conductor wire. The procedure was completed as planned with no reported injury.